Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported a burn under the patient's back left therapy electrode (te). It was reported that the irritation did not hurt but there were small blisters. Follow-up indicated that the patient was advised by his physician to use cornstarch and that the irritation was healed.